Event description:
Four of five patients. Healthcare professional reports results lower than reference were generated with hemochron jr microcoagulation prothrombin time cuvette. Both the patient diagnosis and therapeutic target range were unspecified. When conducting patient testing, a result lower than expected was generated by the hemochron signature elite system with a j201 cuvette. The test was repeated using another cuvette lot and results more in line with the patient were generated. The patient was managed using the result from the reference lab. No adverse events were reported.

Manufacturer narrative:
(B)(4). Method: reserve sample of the complaint lot was evaluated. Process evaluation was performed. Device history records were reviewed and found to meet specification. Result: evaluation of the reserve sample of the complaint lot was unable to confirm the complaint issue. Conclusion: unable to confirm the complaint case. Itc has requested all data required for form 3500a.